Manufacturer narrative:
The complaint allegation cannot be confirmed as the device was not received for evaluation, and no pictures of the failure were received. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex concluded that the most likely cause of the reported and observed failure is user error. Specifically, the error involved applying excessive force, most likely by pulling the needle. G. Precautions 1. Acl/pcl/ btb/rt/abs tightrope only: excessive force on the shortening suture strands may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket and the graft stability is verified by pulling distally on the graft.

Event description:
On (B)(6) 2023, it was reported by a sales representative via email that (2) ar-1588rtt2-ib fibertag tightrope ii needles broke off the suture on the first pass through the graft. A third ar-1588rtt2-ib fibertag tightrope ii was used to complete the case. This was discovered during an aclr procedure on (B)(6) 2023.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.